Event description:
It was reported that the patient presented after a magnetic resonance imaging (MRI) scan. Upon interrogation, it was discovered the pacemaker was exhibiting abnormal battery longevity recording. No changes or intervention was performed. The patient was in stable condition.